Event description:
Subsequent to the previously filed medwatch, new information received as follows: on (B)(6) 2010, the patient was found unresponsive on the floor by her daughter. The daughter had spoken to the patient one hour prior to the discovery. The first responder em8 team was called to the scene. Resuscitation measures were delayed as the daughter was unsure of the specific dnr status that was discussed between the patient and her daughter; however, after 25-30 min. The daughter decided that she wanted the patient to receive a full code. The patient received chest compressions, bag valve mask, ventilation, and IV placement with four rounds of epinephrine and three rounds of atropine. The patient was asystole through the pre-hospital care. The resuscitative measures were continued in emergency where she received a dose of epinephrine, bicarbonate and calcium. The patient does have a history of a pacemaker insertion and there were pacer strokes with a rate of 40 noted; however, the patient had no palpable pulse outside of her spaced rhythm, and no cardiac activity. The resuscitation measures were then discontinued due to no significant improvement. The patient was pronounced deceased in the emergency room. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a trial that on (B)(6) 2010, due to stable angina, the patient underwent the index procedure with deployment of two promus (4.0 x 23 mm and 3.0 x 12 mm) drug eluting stents to the proximal left anterior descending artery(lad). Post procedure residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel 600 mg. Clopidogrel 75 mg dosing was started on (B)(6) 2010. Aspirin 325 mg dosing was previously on (B)(6) 2010. The patient was discharged from index hospitalization on (B)(6) 2010. On (B)(6) 2010, the subject was reported to be found dead at home. No additional information was available at the time of this report and no autopsy was performed. The site is awaiting additional medical records on this case. The case was considered severe in intensity. The event was possibly related and expected for device and the drug. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Death is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 4.0 x 23mm promus stent is being filed under a separate MFR number.

Event description:
Subsequent to the medwatch reports filed, the subject was reported to be found dead at home on (B)(6) 2010.